Event description:
It was reported via repair work order that the zoom disengages during use due to worn zoom wheels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that the zoom was intermittent due to a cracked handle weldment. There was no issue with the zoom wheels being worn -- that was previously reported in error.

Event description:
It was reported via repair work order that the zoom disengages during use due to worn zoom wheels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.